Event description:
Report received of an overdelivery when the pump was in use with the incorrect charger. It was reported that the pump was being tested in the biomedical dept in response to an unsigned note stating "not working". A 14.5v parks doppler charger was placed in the pump. This charger fits into the abbott pump without causing any alarms, despite the incorrect voltage. Using a 13ml container, the pump was programmed to deliver a 5ml/hour continuous dose and 5ml bolus doses. The reporter stated the pump was found to deliver at 11ml/hour rather than the programmed 5ml/hour. When the pump was tested with its own 12v dc charger, it delivered properly. The pump was placed back into service. There was no reported pt involvement or adverse pt effects. Additional info was requested but no further info was provided.